Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an implantable neurostimulator. Patient reported they got the 'settings not available' message when trying to increase the settings and patient didn't provide event date. Patient mentioned on group b that program 1 was at 7.6 and programs 2, 3, and 4 were at 4.5 off the top of their head. Patient could not go up or adjust their settings. Patient's settings dropped a notch from 9.8 to 9.7 and they couldn't increase the settings. Implant was at 100%. Agent redirected patient to their hcp to address the issue. Patient stated this worked wonderful when started a couple years ago but since then it has gone downhill. Patient stated they have to take battery out every time and re-boot it. Patient stated this has been happening for about a year. Patient stated the tech did some adjustments to the charge to correct the problem of being able to set stimulator power. Patient stated they still have a problem of stimulator changing languages, it is taking for ever to charge. Sometimes 2 time a day and they never had this problem before. Patient stated it also changed modes and changes groups. Patient stated they wished they had gone with a different stimulator so they wouldn't have to charge it every day.